Event description:
It was reported that during the implant procedure, it was observed there was low r wave on the right ventricular (rv) lead. Since the ventricular pacing was good, the procedure was completed. The next day, the ventricular pacing threshold increased and was high. The rv lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 457453 lead, implanted: (B)(6) 2014. (B)(4).